Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that during fill 3 of 3 there was an air detected in cassette warning given by the cycler. Patient said several warnings were given. Patient contacted technical services (ts) who suggested that the patient cancel treatment. When patient opened the cassette door there was fluid in pump module area. Ts advised patient to let the cycler dry overnight and attempt to use the next day. In a follow up, the patient reported that there was no harm, adverse event, or intervention due to the reported leak. The patient was able to resume use of the cycler the next day and has been using it consistently since the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during fill 3 of 3 there was an air detected in cassette warning given by the cycler. Patient said several warnings were given. Patient contacted technical services (ts) who suggested that the patient cancel treatment. When patient opened the cassette door there was fluid in pump module area. Ts advised patient to let the cycler dry overnight and attempt to use the next day. In a follow up, the patient reported that there was no harm, adverse event, or intervention due to the reported leak. The patient was able to resume use of the cycler the next day and has been using it consistently since the event.